Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm while in the middle of changing infusion set of the insulin pump. The customer's blood glucose level was 110 mg/dl. The customer stated that he presses act for fill cannula that is when he get a motor error alarm. The customer reported that they are unable to complete the rewind sequence. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor relay. No further tests could be performed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.